Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging ear pain, coughing, difficulty breathing, headache. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging ear pain, coughing, difficulty breathing, headache. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information alleged to ear pain, coughing, difficulty breathing and headache. There was no report of serious or permanent harm or injury.  Additional information was received and added to the report. The device was returned to the manufacturer's service center on 03/21/2023 for further evaluation. The device was evaluated on 06/16/2023 . There was no mention of visual findings to the external part of the device. The device was returned to the manufacturer's service center for further evaluation.  The internal aspect of the device was inspected and the manufacturer observed dust/dirt contamination with degraded sound abatement foam was observed throughout the device enclosure and airpath,suggesting a source external to the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they confirmed the customer's allegation and there is presence of contamination in the airpath. Section d8, d9, h2, h3 and h6 were updated.